Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the reported failure of the subject device and found that the lamp fan could not work. Omsc changed the fan to another lamp fan, then the subject device worked properly. The broken lamp fan could not cool the inside of the subject device then it caused the overheating of the subject device. Consequently the subject device could not operate appropriately and the lamp went out, furthermore the temperature error occurred. The exact cause of the failure of the lamp fan was not unknown, however there was the possibility of the accidental failure or the deterioration for long-term use. It is proper behavior that the temperature error occurs when clv-s190 is overheated. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The instruction manual of the subject device states the corresponding method in case of abnormality.

Event description:
During the holmium laser enucleation of the prostate with the clv-s190, approximately fifteen minutes after starting the procedure the temperature error was displayed on the monitor and the examination lamp of the subject device went out. The user replaced the subject clv-s190 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.